Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/21/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The pediatric patient experienced a skin reaction with itching, rash, redness under entire patch . The area was prepared with alcohol before placing the sensor on the body and a prescription of oral medication, cephalexin 500mg 3x a day for 10 days, beginning (B)(6) 2024 after. At the time of the report, 6 days after beginning the medical intervention, the skin was still red, but healing. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.